Event description:
Md intubated patient using 6 french stylet and during follow-up chest x-ray it was noted that a foreign body was in lungs. Foreign body removed in operative procedure, found to be 7 cm of plastic cover from stylet.